Manufacturer narrative:
(B)(4). Disconnecting the patient line from the transfer set and then reconnecting after is a known cause of this alarm. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro systems patient at-home guide," which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during drain four of four in peritoneal dialysis. The patient was connected at the time of the alarm. The patient disconnected from the set without using proper procedure, and then reconnected after. The technical service representative (tsr) advised the patient that they must finish therapy using manual supplies or start all over with al new supplies on the homechoice and explained why. The tsr also had the patient view alarm log to verify the system error 2240. Tsr also explained the system error 2240 to the patient. The patient was to use manual supplies to finish up therapy. The technical service representative reviewed proper procedures with the customer. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.